Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No patient harm reported.

Manufacturer narrative:
Multiple attempts have been made to collect further information related to this report. The manufacturing facility previously initiated a corrective and preventative action associated with manufacturing confirmed failures isolated to the main pcb. No further conclusion can be drawn by the manufacturing site since the device is not expected to be returned for analysis. Information has been added to the database for trending purposes.